Event description:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus') and perforation ('perforation of other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus') and perforation ('perforation of other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus") and perforation ("perforation of other organs") in a 52 yearold female patient who had essure inserted for female sterilisation. Additional nonserious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of osteoarthritis, fibromyalgia, yeast infection, high grade squamous intraepithelial lesion, hot flushes, urinary incontinence, menorrhagia, dyspareunia, anxiety, ovarian cyst, parity 1, abdominal pain, skin warm, lower extremities weakness of, nausea, headache, migraine, abdominal spasm, penicillin allergy, vaginal delivery, endometriosis, pelvic pain, therapeutic abortion, abortion (a5) and multi gravida. Previously administered products included: depo provera for dysmenorrhea, depo provera for menstrual bleeding and clindamycin and mirena. Concomitant products included lamotrigine, paxil cr (paroxetine hydrochloride), bactrim (sulfamethoxazole, trimethoprim), tylenol (paracetamol), clindamycin (clindamycin phosphate), ativan (lorazepam) and depo provera (medroxyprogesterone acetate). In 2008, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy "), hypersensitivity ("allergic reaction"), immunemediated adverse reaction ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy and essure removal). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immunemediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2018 and the estimated date of delivery was on (B)(6) 2019. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immunemediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Discrepancy noted in essure insertion date 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.987 kg/sqm. [Biopsy] (date unknown): complete excision of the dysplasia. [Gram stain] on (B)(6) 2018: gram smear is consistent with bacterial vaginosis [magnetic resonance imaging pelvic] on (B)(6) 2016: clinical information: chronic pelvic pain. History of endometriosis. Unfortunately the examination could not be completed because patient complained of pain. We were not able to use intravenous contrast. Conclusion: negative but limited examination. [Pathology test] on (B)(6) 2019: specimen source: uterus, cervix, bilateral tubes, ovaries clinical history pelvic pain diagnosis: uterus, cervix. Bilateral fallopian tubes and ovaries, total hysterectomy and bilateral salpingooophorectomy: cervix high grade squamous intraepithelial lesion (hsil) negative for stromal invasion endometrium secretory phase endometrium myometrium and serosa within normal limits bilateral ovaries· benign simple cyst (right ovary) cystic follicles and cortical inclusion cysts corpus luteum bilateral fallopian tubes: benign tubal epithelium paratubal cysts 2 contraceptive coils identified gross description: right adnexa attached, the proximal fallopian tube contains a silver coil. Left adnexa: attached, the proximal fallopian tube contains a silver coil. [Pregnancy test] on (B)(6) 2009: negative [ultrasound pelvis] on (B)(6) 2009: clinical history: lower abdominal pain and pv bleeding. Impression: small echogenic focus in the fundus of the uterus is of uncertain significance, but may be some calcification. There are bilateral ovarian cysts, with the left cyst measuring almost 3cm. This may simply be a physiologic cyst. Dr. Would recommend a follow up pelvic ultrasound at a different point in the patient's menstrual cycle to see if this resolves.; on 28jan2019: indication: location of coils coils were inserted in the fallopian tubes in 2008. There is a linear echogenic structure in the right fundal uterus appears to be a coil within the this area of the cornua. No coil is seen in the region of the left uterus or left adnexa.; on 30jan2019: the patient underwent placement of contraceptive coils within both fallopian tubes in 2008. An ap view of the pelvis demonstrates the 2 contraceptive coils, projected over the regions of the right and left adnexa respectively. The coils follow the anticipated courses of the fallopian tubes. [Xray of pelvis and hip] on 01feb2019: coils appear to be in correct position, pv bleeding has decreased, wearing pad for light spotting, no pelvic pain worsening.; (date unknown): coils appear to be in correct position qualitysafety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent followup information incorporated above includes data received on: (B)(6) 2024: patient and reporter information,non drug treatement,indication,medical history,lab data added.new concomitant added: depoprovera ,ativan,clindamycin,tylenol,bactrim,paxillamotrigine. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.